Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. In addition of the above evaluation, the error log was checked but there was no recorded error that showed an anomaly in the device. The device's m series pollen filter, stirring fan foam, 43-micron filter, and blower was replaced to prevent failure. The sh value of the detachable battery was observed to be 64%. Therefore, the detachable battery was replaced preventively. The technician performed repair test, alarm checking, battery checking, run testing, and cleaning and the software was confirmed. The device's air path foam and the inlet air path assembly will be replaced when replacement air path foams and inlet air path assemblies arrive.